Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6) hospital. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that there was a problem with vasoview hemopro 2. The power was intermittant. The leads and power supply were swapped but that didn't help. The new device was opened to complete the procedure. No injury was reported.